Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the installation of incorrect pace/defib core software version 0100. The pace/defib core software version 0108 was installed to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.